Event description:
It was reported by a customer in the USA that an 840 ventilator had a blank bottom display. There was no patient involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was operating within manufacturing specifications. (B)(4). Three scenarios may occur when the gui does not function as intended. The upper screen becomes blank. The lower screen becomes blank. The upper and lower screen become blank. Covidien failure investigation has determined that the root cause for the 3 scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly. (Pcba).